Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the atrial lead exhibited low impedance. No medical intervention or patient symptoms were reported.